Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device lot number (4l01853), and no non-conformances were identified. Investigation summary; the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Our affiliate informed us that the issue was caused due to handling errors, therefore is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (4l01853), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: device available for evaluation?: it was reported that the device was available for evaluation on the initial report. However, subsequent follow-up with the customer, it was reported that the device is not going to be returned as the customer is retaining product because the issue was related to an handling error. No further investigation necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by healthcare professional via fax, that during an unknown procedure, a super quickanchor® plus #2, single pack, got broken during installation. No surgical delay or patient consequence reported. Additional information provided by the affiliate reported the sales representative believes the incident is related to improper device handling and not the quality of the device.